Manufacturer narrative:
Due to character limit in e1 state is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Nurse reported that they had a critical patient and had to put a iabp in. During insertion of the iabp the physician used the 50cc balloon and inserted the sheath in the package. The rad tech made sure that they pulled back on the balloon utilizing the syringe with the one-way valve and did not take the syringe off. Nurse was at the head of the bed and saw that this was being done correctly. The physician was unable to insert the balloon into the sheath. This physician has utilized this iabp many times and stated that just recently he has not been able to use the sheath in the kit. Then they had to do a sheath exchange to a 9fr and he was able to insert the sheath. Because he was concerned with the tightness of the balloon insertion and possibly shearing of the balloon we opened a new balloon.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the exterior. The sheath was returned for evaluation separate from the iab. One kink was observed on the catheter approximately 73.7cm from the iab tip. The dilator, on-way valve and syringe were returned for evaluation. Inner lumen was found to be occluded. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The sheath was returned with a slight bend, indicating challenges during insertion. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure of ¿difficult/unable to insert iab through sheath¿ cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Parent reference# (B)(4).